Event description:
The customer reported the system failed to expose. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo receptacle cable assy was replaced. Also, the voltages and power supplies were adjusted. The system was tested and found to be working as intended, and put back into the service.